Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a saline mentor breast implant of unknown type and experienced deflation on the left breast implant. The deflation was diagnosed during physical examination. As a result, patient underwent removal of the implant on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: it was reported that a 66 year old caucasian female patient underwent a breast augmentation revision with a saline mentor breast implant of unknown type and experienced deflation on the left breast implant. The deflation was diagnosed during physical examination. As a result, patient underwent removal of the implant on (B)(6) 2018. The devices were returned to mentor with fluid inside. Brown material was observed within device a and on the shell surface. The mentor product analysis lab discovered two rents. Rent a measuring approximately 3.8 cm located on the anterior aspect and extended to the posterior aspect. Microscopic examination of the edges of the rent revealed parallel striations. The second rent measured 0.7 cm within an area of siltex cracking on the posterior aspect. No other anomalies were discovered. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the room temperature vulcanization (rtv) shell of siltex breast implants. White material was observed within device b and on the shell surface. The mentor product analysis lab discovered two rents. Rent a measuring approximately 4.2 cm and rent b measuring approximately 1.8 cm both running from the anterior aspect to the posterior aspect. Microscopic examination of the edges of the rent revealed parallel striations. No other anomalies were discovered. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).